Manufacturer narrative:
Product evaluation: the lens was returned in a specimen cup in a clear liquid. The lens was cleaned with lphse. The optic has a small crack near one optic/haptic junction. Power and resolution were verified. The optical resolution is acceptable; lens meets specification readings for the product in question, focal length 11.5 and cylinder 3.75. Product history records were reviewed documentation indicated the product met release criteria. The cause of the unexpected outcome could not be determined. No problem was found with the returned lens. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens implant procedure, the patient experienced a refractive surprise. Additional information was provided that the lens was exchanged for a different model and power iol in a secondary procedure.